Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr/product code otn/exemption # e2014015. Total number of events: 11. Aris: 9. Omnisure: 1. Supris: 1 - attachment: [otn asr april-may 2018.pdf].

Event description:
As reported to coloplast though not verified, patient's legal representative stated pain, infection, worsened incontinence, vaginal bleeding, urinary problems, dyspareunia, mesh erosion, and vaginal extruding mesh.